Event description:
Caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked the caller through the pump reset process, resulting in the successful restart of the sensor session with no further errors.